Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The device was rested and the frozen display continued. Advised customer to revert to back up plan of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.